Manufacturer narrative:
(B)(4). D10: 183030, vanguard femoral component, unknown lot. 183440 vanguard bearing, unknown lot. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial tka. Subsequently, approximately 12 years later on an unknown date the patient had a revision due to loosening. Attempts have been made, and no further information has been provided.